Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from october 02, 2019 - october 03, 2019. The actual samples were received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right side edge of the bag. A functional testing was performed which revealed a leak coming from the affected area. Additional magnified inspection verified a tear/hole in the lower right side of edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.